Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-18666 and 1627487-2021-18667. It was reported that the patient's leads had migrated. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced.

Manufacturer narrative:
Event date is an estimate.